Event description:
It was reported that the clip applier exhibited incomplete or inconsistent loading of clips, with the first and second units from the same lot loading every other clip. The third clip was able to be used normally.

Manufacturer narrative:
D10 concomitant product: 133650, 133650 premium surgiclip iii 9.0, (lot#: p5a0912). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.